Manufacturer narrative:
Continuation of d10: product ID: 37085-40 lot#serial#: (B)(6); implanted: on (B)(6) 2011; product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-40, serial/lot#: (B)(6), ubd: 13-aug-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a healthcare provider and a manufacturer representative stating that the patient experienced loss of therapy from the left chest device, with a return of mild dystonic symptoms, and that a possible impedance issue was observed. Environmental or patient-related contributing factors were unknown, though the extension leads were noted to be older components from 2011. Troubleshooting included attempts to program around the affected contacts; however, impedance concerns appeared to extend to additional contacts, and surgical exploration with possible extension replacement was considered. Additional information was to be obtained from the healthcare provider on (B)(6). The issue was not considered resolved. Additional information later indicated that the left extension was replaced, and a visible insulation break was identified near the implantable neurostimulator connection.